Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed. Sensor kit expiration date is 28 feb 21. Medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low readings issue with the freestyle libre 2 sensor. The customer experienced symptoms described as dizziness, "can slightly move left leg", and seizure. The customer was taken to a hospital where healthcare meter readings of 224 mg/dl and 364 mg/dl were obtained. The customer was diagnosed with hyperglycemia, and treated with unspecified drip. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 28 feb 2021. Date of event occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low readings issue with the freestyle libre 2 sensor. The customer experienced symptoms described as dizziness, "can slightly move left leg", and seizure. The customer was taken to a hospital where healthcare meter readings of 224 mg/dl and 364 mg/dl were obtained. The customer was diagnosed with hyperglycemia, and treated with unspecified drip. There was no report of death or permanent injury associated with this event.